Event description:
Additional information received reported that the surgery was performed approximately 2 days after the event. It was reported that when the event happened the patient lost all coverage in pain relief and was hospitalized with pancreatitis. It was stated that x-rays were performed at the time of the event and it was obvious the leads ¿and moved call.¿ it was stated that the anchor and lead did not fail but the suture pulled out of the tissue it was in. No additional information received. It was noted that the patient usually called the manufacturer¿s representative as soon as anything was wrong so he was ¿sure he was doing just fine.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead migration occurred and the lead was replaced on the day of this report. It was stated that impedance testing, x-rays, and reprogramming was performed. It was stated that a loop had formed ahead of the anchor. It was stated that impedance testing was normal and the anchor was secure in place and to the lead. It was reported that the patient had less than 50% therapy relief at the lead location. It was noted that the patient was alive with no injury. It was noted that the product was replaced by another product made by the manufacturer. It was stated that the explanted product would not be returned, it was discarded by the customer.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported the patient was doing well as of (B)(6) 2014.